Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the second line next to door of the cycler had a puncture on the tubing of five (5) homechoice cassettes which resulted in a leak. Solution was found under the cycler. This occurred during use of the devices for peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
H10: the actual devices were not available; however, a companion sample was received for evaluation. A visual inspection with the naked eye identified scratches on the drain line and two supply lines located near the tackweld. The scratches were measured per tappi test method within the 60 millimeter specification. Machine testing was also performed with no leaks or alarms noted. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.